Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced kinked cannula event and the patient had lean, muscular body type which caused hyperglycemia event on (B)(6) 2026. The high blood glucose level was 358 mg/dl and went to emergency room and got hospitalized in intensive care unit(ICU). The patient got treated by intravenous and fluids of saline and insulin.